Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Reportedly, the customer's pump was detached due to a non-tandem infusion set issue, and customer was unsure of the amount of insulin delivered. Subsequently, customer delivered an additional correction. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended.